Event description:
It was reported that during a pta stenting treatment procedure, the tip of a mach 1 7f guide catheter was detached. The lesions being treated in the right external iliac artery (eia) and right common iliac artery (cia) were 75% stenosed and calcified. The physician placed a 7f sheath in the left leg and the 7f mach 1 guide catheter crossed the lesion by a contra lateral approach. The right cia and eia were dilated with an 8mm synergy balloon, and a 9mm wallstent rp was deployed in the right eia. Resistance was met in the mach 1 guide catheter during stent deployment. A 10mm wallstent rp was subsequently inserted with no resistance in the mach 1 and the stent was deployed easily. The physician was unable to expand the stent adequately as the tip of the mach 1 separated and was stuck in the stent. The physician attempted to dilate the stent with a synergy balloon catheter, but was not successful. A sheath was placed in the right leg and a palmaz stent was delivered to the wallstent rp by an antidromic ipsilateral approach. The wallstent was completely deployed with the palmaz stent. The separated tip remains in the wallstent rp stent. No patient complications were reported and the patient condition is reported as 'good'.

Manufacturer narrative:
Product analysis could not verify a lumen restriction. The catheter was loaded with a 0.057" guidewire and no resistance was found when passed through the lumen. However, the product analysis did verify tip damage. The returned catheter was visually and microscopically examined for kinks or shaft damage. The tip was detached. The manufacturing records for top assembly batch 6314034 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the tip detachment can be attributed to the tip getting caught on the stent catheter during the procedure as stated in the complaint description. The exact root cause of the lumen restriction experienced during the procedure could not be determined.